Event description:
New information received notes the lead also exhibited low pacing impedance.

Event description:
It was reported that there was an event of right ventricular (rv) lead noise. The lead was successfully explanted and replaced. The patient was discharged.